Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m plus blood collection tubes one tube was underfilled. There was no health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m plus blood collection tubes one tube was underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: one photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was not observed. Retention sample testing could not be performed as this lot expired on 30apr2024. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.